Manufacturer narrative:
Product ID 3889-28 lot# v534762, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that in 2014, stimulation was ¿action then not active.¿ the patient was noticing that the device was off and would turn it on. In 2015, the patient experienced a loss of therapeutic effect and no stimulation sensation. The battery was reported to be ¿low¿ as the programmer showed the implantable neurostimulator (ins) battery icon was ¿barely shaded.¿ the patient¿s concerns were resolved, yet surgery was scheduled for (B)(6) 2015.